Event description:
Boston scientific received information that undersensing as well as varying pacing thresholds were revealed on this right atrial (ra) lead. A dislodgement was confirmed. A repositioning procedure took place, but it was not possible fix this lead in the appropriate position. A new lead was used. The explanted lead will be returned for analysis. No further adverse patient effects were noted following the procedure.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the complete lead was returned. Visual inspected noted setscrew marks on the terminal pin and ring. Additional inspection of the lead showed a cut in the outer insulation, which corresponded to the cut in the suture sleeve likely due to the removal of the suture. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis revealed that the lead was electrically continuous.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.